Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The atp board was replaced. System fully boots and a full system checkout was performed without further issues. The imaging system then passed the system checkout and was found to be fully functional. The atp console has been returned, and analysis is in progress.

Event description:
A site biomed representative reported that the imaging system will not boot up and the generator icon will not initialize.

Manufacturer narrative:
Additional information: there was no patient present when this issue was identified. Correction: occupation of initial reporter updated to proper value.

Manufacturer narrative:
The analysis on the atp console was completed by medtronic personnel. Testing found that the generator would beep and display an error code when installed in a known functional imaging system.